Event description:
It was reported that during an abdominal aortic aneurysm procedure, a balloon rupture occurred. The physician implanted another manufacturer's endoprosthesis graft stent into the abdominal aortic aneurysm. Next, the physician advanced the equalizer balloon catheter through the graft stent in an attempt to appose the stent to the vessel wall. The equalizer was inflated twice, however, on the second inflation, the balloon ruptured. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
(B)(6). (B)(4).